Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the retaining ring that holds the lighthead and yoke together was missing. The technician could not confirm if the retaining ring became loose and fell out of its location or was not replaced during previous servicing activities. The technician replaced the lighthead, tested the lighting system, and returned it to service. A 2-year complaint review was performed and confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that while an employee was cleaning their harmonyair a-series surgical lighting system the lighthead detached from the suspension yoke. No report of injury.